Manufacturer narrative:
Product complaint # (B)(4). Patient codes: infection. (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Total knee replacement for both. What is the procedure date? He wasn¿t able to recall. What date did the reaction occur on? Approx 2 weeks after procedure. What kind of reaction did the patient experience? Dehiscence of the wound and infection. Was there any medical or surgical intervention performed (product removed; re-operation; prescription steroids; antibiotics prescribed)? If so, please clarify. Yes, patients were taken back to theatre for debridement and resuture. What is the most current patient status? They are doing fine. Can you identify the lot number of the product that was used? No. The surgeon used the whole 3g of product in both patients and did not irrigate excess or wash suture line as instructed.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and absorbable hemostat was used. Two weeks post-operatively the patient experienced wound dehiscence and infection. The patient was taken back to the theatre for debridement and resuturing. Additional information was requested.